Manufacturer narrative:
.

Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board was replaced which corrected the issue. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the lcd screen on the bsm (bedside monitor) appears to have failed. When you touch the screen you hear clicks of the touch screen but nothing appears on the lcd.